Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pad. The area was described as a red raised rash with no open wounds. Per the patient's daughter, the patient's physician instructed the patient to remove the device for a couple hours to help the skin irritation. During a follow up, it was reported that the patient's irritation had improved after removing the device for a few hours.